Event description:
Blood loss from the introducer sheath (ultra 8® fiber-optic intra-aortic balloon catheter), clinical staff believes there is a one way valve that caused back bleeding. The intra-aortic balloon pump was working great, but the sheath was bleeding from the actual sheath not from around the insertion site.